Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation. The letter from the dentist states, patient was seen in the office. The anterior maxillary teeth and specifically #7 and 10 were not aligned but rathe turned distally and the crowding still present. The continuation of aligners this way would not align these teeth and only keeps oral hygiene debilitated. It is recommended to stop the aligners, as they no longer assist the patient. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.